Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was noted to be (B)(6).

Event description:
Additional information was received from a consumer. It was reported that pump replacement occurred, and the cracked tube was cut off.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l66205, implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal at 29 mcg/day or 0.29 mcg/day (the consumer was not sure) via an implantable pump for intractable spasticity and multiple sclerosis (ms). The concentration was not known. It was also noted that the patient was currently receiving baclofen 217 mcg/ml at 19.86 mcg/day. It was reported that the patient had preexisting ms and a bladder condition that was also preexisting from having two children and aging; it was part of her ms condition. In (B)(6) 2015, sometime after (B)(6) 2015, the patient had a bulge in the pump pocket area that was expected initially after replacement pump surgery due to longevity. However, the bulge kept getting bigger. The hcp felt the issue was related to the catheter leaking where it connected to the pump. Within three weeks of implant on (B)(6) 2015, but before (B)(6) 2015, the patient went back in surgically. A manufacturing representative was present when they did a catheter revision where the catheter was leaking and cracked. It was noted that the patient was recently taken off her disease modifying medication (copaxone); the patient¿s ms got better, and they did not need it. The patient had an upcoming appointment with their hcp on (B)(6) 2017. The patient inquired about interstim therapy and reviewed that the hcp may move her pump from one side to the other [if she goes through with interstim therapy]. There were no further complications reported.